Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to a non product experience. No additional adverse patient effects were reported. Information from the field later on indicated this device was explanted due to the physician discretion due to the patient receiving radiation therapy.

Manufacturer narrative:
This event is no longer reportable since information from the field indicated this device was explanted due to the physician discretion due to the patient receiving radiation therapy.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to a non product experience. No additional adverse patient effects were reported.